Manufacturer narrative:
On 13-sep-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a lassostar nav circular mapping catheter and the device broke on the distal side while inside the patient. The catheter was replaced. It took 10 minutes to resolve the issue. The procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection of the returned device were performed following j&j procedures. Visual analysis revealed that the lassostar loop was observed broken and deformed; leaving wires exposed. In addition, there was a big bent in the shaft. The damage observed could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined a manufacturing record evaluation was performed for the finished device number lot 31086540l and no internal action related to the complaint was found during the review. The tip issue reported by the customer was confirmed. The potential cause of the issue cannot be established. The instructions for use contain the following recommendation: if a lassostar¿ catheter is used with the heliostar¿ catheter, do not extend the heliostar¿ catheter beyond the sheath tip until the lassostar¿ catheter has been fully advanced out of the guidewire lumen. In addition, do not use excessive force to advance or withdraw the catheter if resistance is encountered. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a lassostar nav circular mapping catheter and the device broke on the distal side while inside the patient. The catheter was replaced. It took 10 minutes to resolve the issue. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12-aug-2024, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31086540l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).